Event description:
It was reported that during a da vinci-assisted surgical procedure, while adjusting retraction with the instrument, the surgeon commented that it was not able to close its jaws. Later, a broken cable was exposed. It had 4 remaining uses and was substituted by another instrument of the same kind to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.